Event description:
It was reported that a rise in capture threshold was observed after the patient suffered a fall. The lead was explanted and replaced the lead. There were no adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomaly was found.